Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-48060, 1627487-2020-48061. It was reported that the patient's scs leads had migrated. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Correction: d4 - UDI should have been included on the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.